Manufacturer narrative:
(B)(4). The actual device has not been returned for evaluation.

Event description:
A peritoneal dialysis patient on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) reported they developed peritonitis through touch contamination at an unknown date in (B)(6) 2015. The patient's nurse indicated the patient was performing treatments and is continuing with peritoneal dialysis without any new complications. She further indicated there was no hospitalization for the peritonitis. No further information was provided.

Manufacturer narrative:
Patent's lab culture results were received and analyzed. As of (B)(6) 2016, the patient continues ccpd therapy without any further issues. There is no documentation supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Given the organism isolated and frequency of the infection, suggests the episodes of peritonitis occurred from one infection that possibly did not resolve and was expressed recurrently. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances observed during the manufacturing process. In addition, the device record review confirmed the labeling, material, and in process quality controls were within specification. All information available to the manufacturer at this time has been provided.